Event description:
It was reported that the pump was showing a low reservoir alarm on (B)(6) 2012: the pump was filled with 20cc on (B)(6) 2012 and was programmed. It was believed that pump was reflecting incorrect reservoir volumes because it was not updated on (B)(6) 2012, during a catheter revision. Per the reporter, the pump read that there was 11ml and there should be more. The patient did not experience any symptoms, no troubleshooting was needed. Per the reporter "there have been no other issues that have been brought to my attention." The drug in the pump was gablofen.

Manufacturer narrative:
Catheter model# 8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted:unk; catheter model#8709sc serial# (B)(4) implanted: (B)(6) 2011 explanted: unk.

Event description:
The reporter stated that they were unable to get the reservoir volume to update; that is why the alarm date was (B)(6) 2012.

Manufacturer narrative:
Additional product information: product ID 8840, serial# unknown, product type programmer, physician.

Manufacturer narrative:
(B)(4).